Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and autoimmune thyroiditis ('autoimmune conditions/I have hashimotos') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune thyroiditis (seriousness criterion disability) with peripheral coldness, burning sensation and erythema, feeling abnormal ("serious brain fog"), dementia alzheimer's type ("early alzheimers") and vitamin b12 deficiency ("have no b 12"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis, feeling abnormal, dementia alzheimer's type and vitamin b12 deficiency outcome was unknown. The reporter considered autoimmune thyroiditis, dementia alzheimer's type, feeling abnormal, medical device removal and vitamin b12 deficiency to be related to essure. No further causality assessment were provided for the product. The reporter commented: the case (B)(4) was found to be duplicate of this case. ¿concerning the injuries reported in this case, the following ones were described in social media: peripheral coldness, burning sensation, erythema and autoimmune thyroiditis¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events serious brain fog, early alzheimer¿s, have no b 12 was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and autoimmune thyroiditis ('autoimmune conditions/I have hashimotos / major autoimmune complications') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included device allergy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune thyroiditis (seriousness criterion disability) with peripheral coldness, burning sensation and erythema, feeling abnormal ("serious brain fog"), dementia alzheimer's type ("early alzheimers") and vitamin b12 deficiency ("have no b 12"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis, feeling abnormal, dementia alzheimer's type and vitamin b12 deficiency outcome was unknown. The reporter considered autoimmune thyroiditis, dementia alzheimer's type, feeling abnormal, medical device removal and vitamin b12 deficiency to be related to essure. The reporter commented: the case (B)(4) was found to be duplicate of this case. ¿concerning the injuries reported in this case, the following ones were described in social media: peripheral coldness, burning sensation, erythema and autoimmune thyroiditis¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and autoimmune thyroiditis ('autoimmune conditions/I have hashimotos') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune thyroiditis (seriousness criteria disability and medically significant) with peripheral coldness, burning sensation and erythema. The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal and autoimmune thyroiditis outcome was unknown. The reporter considered autoimmune thyroiditis and medical device removal to be related to essure. The reporter commented: the case (B)(6) was found to be duplicate of this case. ¿concerning the injuries reported in this case, the following ones were described in social media: peripheral coldness, burning sensation, erythema and autoimmune thyroiditis¿ most recent follow-up information incorporated above includes: on 2-dec-2019: the case (B)(6) was found to be duplicate of this case. Therefore, the case (B)(6) was marked for deletion and all documents was transferred to this case. Event medical device was added. Therefore case became incident. Reporters information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.